Event description:
An attempt was made to use a resolute onyx drug eluting stent to treat a moderately calcified, moderately tortuous lesion in the rca with 99% stenosis. The device was inspected before use with no issues noted, negative prep was not performed. The lesion was pre-dilated. When attempting to implant the resolute onyx drug-eluting stent it was reported that the balloon could not be inflated , no pressure was achieved and the device was removed from the patient. Resistance was noted while advancing the device to the lesion and excessive force had been used. The procedure was completed at using another resolute onyx (3.00x 26mm) successfully. No reported patient complications or clinical sequelae. Please note that this device (resolute onyx) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
Evaluation results: (the device was returned with the stent not present on the balloon. It is unknown at what stage the stent came off the balloon. The reported issue for inflation difficulties is unconfirmed as the balloon inflated as per specification on testing). Failure to follow instructions (negative prep was not performed). Related to operational context (stent dislodgement). Inherent risk of procedure (stent embolism). Evaluation conclusions: device evaluated and alleged failure could not be duplicated ¿ cause of event unknown (the reported issue for inflation difficulties is unconfirmed as the balloon inflated as per specification on testing). Failure to follow instructions (negative prep was not performed). Related to operational context (stent dislodgement). Inherent risk of procedure (stent embolism). (B)(4).

Event description:
Additional info: confirmed that the stent in this case was partially, not uniformly inflated, it could not be inflated fully at the lesion. Evaluation summary: the device was returned with no stent. The balloon folds were open and the device had been previously inflated. The device passed negative prep with no issues noted. The device was inflated to rated burst pressure of 16atms and deflated with no issues noted. There was no other damage noted to the device.

Manufacturer narrative:
Results: root cause could not be determined. Conclusions: root cause could not be determined; conclusion not yet available: evaluation in progress. (B)(4).

Event description:
The stent was removed from the patient on the balloon but when they inflated the balloon out of the patient, they missed the stent which was the reason that the delivery system was returned without the stent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.